Manufacturer narrative:
This lead was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this pacemaker and right ventricular (rv) lead experienced twitching at the device pocket. Technical services (ts) was consulted to determine whether the timing of automatic pacing threshold tests could be identified and correlated with the patient's reported symptoms. Ts explained that the device logbook could provide insight into when these tests were performed. Ts also identified evidence suggestive of possible rv lead dislodgement. Subsequently, the patient underwent a revision procedure during which the rv lead was explanted and replaced. No additional adverse patient effects were reported.